Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported visualization of particles with the CPAP device's sound abatement foam. The manufacturer received additional information alleging cough, found something on lungs. There was no allegation of serious or permanent harm or injury. Section g3 and h6 has been updated in this follow up report.